Event description:
It was reported that one month post artificial urinary sphincter (aus) implant surgery the patient experienced perineal neuralgia. A lidocaine patch was used to treat the event. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that one month after the artificial urinary sphincter (aus) implant surgery the patient experienced perineal neuralgia. A lidocaine patch was used to treat the event and it was classified as not serious. A year later, the event was classified as resolved.